Event description:
The ceramic femoral head of a total hip replacement fractured while implanted. The ceramic head was manufactured by feldmuhle and the metal femoral stem was manufactured by the hospital for special surgery. The problem was unanticipated loss of mechanical function of the total hip replacement. The patient was taken to the operating room and the ceramic head fragments were removed, along with the plastic liner of the acetabular component. The acetabular component was manufactured by zimmer. The ceramic head was replaced by a metallic alloy head and the plastic liner of the acetabular component was replaced. It was determined that the ceramic head probably failed by a fatigue (multiple loading) fracture mechanism, with the crack initiating on the inside surface of the ceramic head. The articulating surface of the plastic acetabular liner was found to be severly damaged, consistent with impaction of the ceramic head fragments and the metal trunnion of the femoral stem, following fracture of the ceramic head.device labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.